Manufacturer narrative:
Patient information has been requested and has not been received. This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury. Reference 2112667-2013-00006. A ge healthcare service representative performed a checkout of the equipment and noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing, resulting in the alarms as reported by the customer. The unit will continue to alarm until the flow sensor is replaced. Manual mode of ventilation is available to maintain ventilation of the patient. Flow sensors of this type are customer replaceable, recommended for replacement after 3 months and are warranted for 6 months. In engineering evaluation, the stuck diaphragm has been able to be reproduced by: (1) a hard impact, such as dropping the flow sensor, or by (2) sticking an object into the flow sensor; causing the diaphragm to stick open. If a sensor is subjected to a hard impact, it is still unlikely that the diaphragm will get stuck in the open positon. This failure mode requires an impact in a very limited orientation to result in the inertia needed to force the diaphragm into the stuck open position.

Event description:
The hospital reported that, during a case, the unit alarmed for system leak and tidal volume. The clinician continued to use the machine to complete the case. There was no reported patient injury.